Event description:
It was reported that a patient underwent a blepharochalasis procedure on (B)(6) 2011 and suture was used. The patient felt that the suture broke in the middle and that the wound was open. The patient went to the emergency room and the surgeon re-operated on the patient the same day. The patient is currently fine.

Manufacturer narrative:
(B)(4).conclusion: part of a thread in a folder was returned for evaluation. The visual inspection did not reveal any defects.representative samples were returned for evaluation. They were visually and functionally examined for knot pull tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The suture was used on the epidermis. The suture broke one to two hours after placement. The patient was reoperated on for levator aponeurosis dehiscence. It was unknown how the wound was closed during the reoperation.